Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a paddle adaptor cable doesn't connect to the equipment. There was no reported patient involvement.